Event description:
It was reported, the patient presented in clinic for follow-up. While attempting to update the firmware on the leadless pacemaker (lp), the lp entered backup mode. The device was successfully restored and upgraded. The battery longevity dropped from 22 years to 4.1 years, after the update. There were no patient consequences.